Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 84 (mg/dl). During troubleshooting with tandem technical support, the customer declined to check their site. The customer later performed other troubleshooting steps; however, the exact source of the occlusion was not determined.